Event description:
During a retroactive review of past treatment events for potential adverse events, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. The wife of a (B)(6) male pt reported that the pt passed away on (B)(6) while in a nursing facility. Further investigation determined that the pt was inappropriately treated during the event. The lifevest delivered four inappropriate treatments between 03:18:32 and 03:19:58. The pt subsequently passed away. The rhythm at the time of the treatments was asystole, which is considered a non-treatable rhythm. CPR artifact contributed to the false detection. There is no indication that the treatment during asystole caused or contribute to the pt death. No deficiencies were alleged against the lifevest.

Manufacturer narrative:
There was no device malfunction associated with the event. Device eval summary: device eval of monitor sn (B)(4) and electrode belt sn (B)(4) was completed. The monitor and electrode belt were functional and able to detect and treat. There is no indication that the treatment during asystole caused or contributed to the pt death. MFR date: monitor: 02/2013 - reuse; electrode belt: 02/2014 - reuse.